Manufacturer narrative:
(B)(4). Batch # g9jw6x. Investigaton summary. The handpiece was received with the nose cone disassembled and cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nosecone. The end cap was disassembled to inspect remaining components and evidence of moisture was found. The handpiece has a number of seals to prevent fluids from entering the housing. "Evidence present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressive force on the distal seal, however no definitive root cause could be determined. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during and unknown procedure, during assembly, the handpiece got stuck in the disposable device. When customer tried to pull out the two pieces, the handpiece broke and the disposable was not usable anymore. No patient consequence was reported.